Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Rivacor 3 hf-t qp df4 is4 promri: upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for 8 months and two charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the left ventricular channel. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. The header of the ICD was inspected, revealing no anomalies. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the left ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Sentus promri otw qp l-85/49: upon receipt, the lead under complaint was found cut 81 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the connector pin was not returned. The analysis showed that the conductor coil was found fractured 40.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported high pacing impedance and loss of capture. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 8 months, we had no capture on all four poles of the lv lead and > 3000 impedance. This lead was explanted. No adverse patient events were reported. Should additional information be received, this file will be update.